Event description:
It was reported that during a stent procedure, upon advancement, the stent delivery system (sds) got stuck on the guide wire. The sds was pulled off of the guide wire with some effort. It was then observed that the tip of the sds separated. The sds was used anyway and the stent was deployed successfully with no pt problems.